Manufacturer narrative:
Updated data: b5. Added second paragraph. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, hemorrhaging was observed. The hemorrhage was scored a 3 or higher on the bleeding academic research consortium (barc) scale. Following the implant of this valve, infective endocarditis was observed. Additional information was received indicating that the right femoral artery was used as the access site for the procedure. The right femoral artery had a minimum diameter of 5.5 mm and was the location of the hemorrhage. The hemorrhage occurred at the end of the procedure and treatment consisted of endovascular treatment with the placement of a stent graft. Per the physician, the cause of the hemorrhage was angio sclerosis. The patient's calcified anatomy was also a contributing factor. It is unknown whether the delivery catheter system or the non-medtronic guidewire contributed to the hemorrhage. Vegetation was present on the echocardiogram revealing endocarditis.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: brand name vlv evolutfx-29, product ID evolutfx-29, serial/lot unknown, use by date unknown, UDI unknown. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, hemorrhaging was observed. The hemorrhage was scored a 3 or higher on the bleeding academic research consortium (barc) scale. Following the implant of this valve, infective endocarditis was observed.